Manufacturer narrative:
It was reported that the forceps used for inserting the gellansert plugs were cleaned with alcohol wipes. This is the 3rd of 3 reports from the same reporter on the product.

Event description:
Physician reported that gellansert temporary punctum plugs were used on a prk pt post surgery. The plugs were placed in the pt to increase the retention of ocular medication. The pt has had persistent canaliculitis os. Pt is on a course of antibiotics (doxycycline) to see if symptoms improve.